Event description:
On (B)(6) 2013, the patient's mother was contacted by animas sales department and during the call, she reported that her daughter was currently hospitalized with diabetic ketoacidosis (dka) . Animas has attempted to contact the mother to acquire additional information. This complaint is being reported based on the allegation the a patient on pump therapy experienced dka.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(6) 2013 with the following results:. Unable to duplicate the complaint during the investigation. The tdd for (B)(6) 2013 appear to be low. Pump was suspended on (B)(6) 2013 at 15:57 then powered off and not primed until (B)(6) 2013, 11:36. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. There are no errors or alarms related with the complaint in the existing black box or alarm history. The pump was tested on a (B)(4) flow test; the pump passed the required test and was found to be delivering within the specification. Unrelated to this complaint, the display screen has a pinkish contrast. Removed the pump cover and replaced pink display with new test display. The test display has normal contrast and no symptoms of discoloration.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.